Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the blood vessel during a laparoscopic pulmonary lobectomy, the surgeon was able to press the green button but the stapler did not fire. The products were replaced. There was no patient injury.